Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator had a broken knob inside of it, the upper case was broken at the menu encoder area and pushed into the case, and one knob was missing. Analysis additionally noted that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator had a broken knob inside of it. It was further reported that this occurred prior to use, at set-up. The generator was returned for service. There was no patient involvement.